Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had broken force sensor alarm and insulin pump was not allow her to go next after load reservoir. The blood glucose level was 120 mg/dl at the time of incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.